Manufacturer narrative:
Product event summary: analysis did not find any anomalies with continuity test or short circuit test. Also there were no anomalies with the back up function or functional testing. An aging test was performed, and device operation for 13 consecutive days was confirmed using a new battery. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was being used on a patient, the battery did not last even before the first week of use was over. The epg was returned for servicing. No patient complications have been reported as a result of this event.